Event description:
It was reported that during a case, the attachment exploded and piece fell inside the patient. Additional information has been requested from the user facility.

Manufacturer narrative:
Device not returned to manufacturer for evaluation.

Event description:
It was reported that during a case, the attachment exploded and pieces fell inside the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention.